Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported that there was a leak in his reservoir that came passed the two o-rings, and that may have contributed to his high blood glucose event. The patient's blood glucose at the time of incident was 564 mg/dl. The customer stated that he also received a motor error alarm which prompted him to rewind and prime the infusion set despite the chamber being filled with insulin. Troubleshooting was initiated for the reservoir leak. The customer confirmed that insulin has also leaked into the reservoir compartment. The reservoir will be returned for analysis, but not the transfer guard due to the customer already disposing of it. A replacement reservoir was shipped to the customer.